Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was displayed as high; cause was due to occlusion. Customer delivered a correction bolus via pump to address bg level. Reportedly, the customer was using fiasp insulin with the pump. Technical support informed customer that fiasp insulin is off-label per the user guide. Reportedly, the customer declined further troubleshooting. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.